Event description:
In 1999, the patient underwent right total hip replacement as a result of avascular necrosis with secondary osteoarthritis. Following in 2002, x-rays revealed penetration of the medial acetabular screw into the right hemipelvis and greater than 2mm lucency surrounding the more lateral acetabular screw. Both observations resulted in suspicion for loosening of the acetabular shell. Dislocation of the femoral component was also noted. As a result of these radiologic observations, the right hip was revised on the 2nd day, where the acetabular liner was found fractured and the acetabular cup was found loose.